Event description:
During percutaneous peg (percutaneous endoscopic gastrostomy) placement the retrieval snare handle separated from the snare sheath so therefore it was unable to deploy inside the stomach to grab the looped placement wire. Manufacturer response for tubes, gastrointestinal (and accessories), avanos (per site reporter).